Event description:
Three pt samples with discrepant glucose results: pt 1, initial result gave 122 mg/dl; repeat gave 143 mg/dl; repeat by another method gave 106 mg/dl. Pt 2, initial result gave 223 mg/dl; repeat gave 273 mg/dl; repeat by another method gave 164 mg/dl. Pt 3, initial result gave 140 mg/dl; repeat gave 147 mg/dl; repeat by another method gave 98 mg/dl. Erroneous results not reported. Although the exact root cause could not be determined, the field service rep cleaned, adjusted and aligned probes. Adjusted, verified reaction cells rinse water level, replaced sample probe aspiration and dispense solenoid valve and reaction cell and lamp. Mechanical and performance tests were performed.